Event description:
Customer reported that their device experienced a malfunction where the pump glitched, lost signal, and required the charging cord to be held in place to charge. There was no reported impact on the customer¿s blood glucose level. The customer, currently out of warranty, is in the process of obtaining a new device and declined follow-up from customer technical support.